Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comments that the device's rapid atrial pacing (rap) feature was not working even though the pacing light had indicated that the device was on and that the low battery indicator light came on though the battery was not low. The rate was verified on the counter through the full range of settings and no anomalies were observed. The device was also run in the environmental chamber running program 1 for monitoring and after 48 hours no anomalies were observed. Analysis did find that the upper and lower cases, battery drawer, battery latch, battery latch o-ring, battery contacts and battery flex were contaminated. All found defective parts were replaced and all other identified issues were resolved. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator's (epg) rapid atrial pacing feature was not working. The pacing light indicated the device was on, but it was not working. Also, the battery was not low, but low battery light on. The epg was returned for service. No patient complications have been reported as a result of this event.